Event description:
It was reported that prior to a routine generator change, it was noted that undersensing of fine atrial fibrillation was observed with overpacing on the atrial lead. The atrial lead was tested through a patient system analyzer and the new device and seemed to be working appropriately. The atrial lead remained implanted and was to be monitored. There were no patient consequences.